Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe). The indication for the filter placement was reported to be as prophylaxis against clots prior to planned orthopedic surgery and required interruption of anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position without complications. More than twelve after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed thrombus within the inferior vena cava (ivc) and suspected thrombus within the central aspects of the bilateral common iliac veins and extending into the filter. The CT scan also noted suspected filing defects within the bilateral common iliac veins and mild stranding around the ivc and the proximal common iliac vein. Further review of the CT scan appeared to show heavy tenting and possible perforation. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment and perforation events could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Thrombosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient was reported to have a history of pulmonary embolism (pe), needed spinal surgery and was unable to be anticoagulated. The inferior vena cava (ivc) filter wads indicated for clots. The patient was sterilely prepped and draped in the usual fashion. The right common femoral artery was accessed through direct arterial puncture; a guidewire was advanced through the iliac vein and inferior vena cava. A vena cavagram was completed revealing a normal inferior vena cava and the renal veins present just above the l1-2 interspace. The filter was then deployed without complications directly below the renal veins. According to the information received in the patient profile form (ppf), the patient reports filter embedded in wall of the ivc and thrombosis, becoming aware of these events approximately twelve years and eleven months after the filter implantation. About the same time, post placement of the filter, the patient underwent a computed tomography (CT) scan which was reviewed by a qualified radiologist, who noted thrombus within the ivc filter as well as suspected within the central aspects of the bilateral common iliac veins extending into the inferior aspect of the ivc, in addition to filling defects suspected within both common iliac veins and mild stranding around the ivc and proximal common iliac vein. Further review of the CT scan appeared to show heavy tenting and possible perforation. The radiological report was not provided for review. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of this malfunction, the patient suffered injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.